Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per report received from japan- edwards received notification of an evoque in the tricuspid position where at scheduled one-year postoperative visit, the patient complained of gradually worsening dyspnea on exertion and leg swelling. Based on the physical examination, chest x-ray, cardiac echo and blood exam findings, patient was diagnosed as acute exacerbation of heart failure due to suspected valve thrombosis and was urgently admitted. Echo examination showed thickened leaflet and increased valve gradient. The patient was started on intravenous diuretics and anticoagulant therapy. On hospital day 12, the patient developed a high-grade fever exceeding 39 degree celsius, hypotension, and altered consciousness, raising concern for septic shock. Blood culture testing identified staphylococcus aureus, confirming the diagnosis of sepsis. Despite several medications, the patient condition deteriorated, and the patient passed away on hospital day 14 due to systemic decompensation. No causal relationship was found between the septic shock and the device or test procedure. Autopsy findings on the explanted valve included the following: the tricuspid valve was entirely stiff, with localized thickening of the leaflets presenting nodules of mixed white and yellow coloration, suggestive of organized thrombi. Thrombus was noted to attach on the right atrium and right auricle walls, accompanied by focal hemorrhage in the atrial wall. These findings indicated possible blood flow stasis and congestion associated with tricuspid valve stenosis. These findings suggested the tricuspid valve stenosis caused by the organic change of the artificial valve may lead to the worsening heart failure.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6, and h11. The complaint for valve function / performance - thrombus formation (device) - post procedure was confirmed with other empirical evidence via information received by edwards. Based on the device history record review, there were no non-conformances related to the issue observed and the device passed all manufacturing specifications. Possible contributing factors to the thrombus formation can include patient factors (anticoagulant regiment, underlying coagulopathy), procedural factors, or a combination of these factors. Nevertheless, a definitive root cause cannot be established. Since no edwards defect was identified, corrective or preventative actions are not required.